Manufacturer narrative:
The reported issue was unconfirmed. At this time, the root cause of the reported event could not be determined. The reported issue could not be reproduced. The arctic sun 5000 was evaluated upon receipt. During the evaluation it was found that the reported issue could not be reproduced. (Arctic sun 5000) no error code observed. No repairs were performed as the reported issue could not be reproduced. Cracks on the level sensor, no issue. Device underwent pm procedure. Level sensor was replaced. Circulation pump, mixing pump, heater and drain valves were replaced. Fv-est-ctu calibration. Device passed all applicable testing. DHR, risk, and labeling reviews are not required as the reported event is unconfirmed. No additional actions can be taken at this time. All available UDI information is being provided. Initial reporter name: (B)(6) hospital. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that target temperature not reached during warming in an arctic sun device. Per sample evaluation results on 21jan2026, cracks on the level sensor.